Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was blood in the wire lumen. The hypotube shaft was completely separated 63.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00 x 20 emerge balloon was selected to treat the target lesion. While introducing the balloon into the guide catheter, the physician recognized a kink in the balloon shaft. He tried to straightened the kink when the shaft broke very easily approximately 20cm from the hub of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00 x 20 emerge balloon was selected to treat the target lesion. While introducing the balloon into the guide catheter, the physician recognized a kink in the balloon shaft. He tried to straightened the kink when the shaft broke very easily approximately 20cm from the hub of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is stable.